Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports mlx xenon light source has repeatedly shut down during cases. Sometimes just minutes in to case. On (B)(6) 2016 customer reports this device stops working after about 10 minutes. Open heart surgery being performed. During this event, no harm done.

Manufacturer narrative:
On 7/15/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - there was a mlx unit returned for repeatedly shutting down during cases. Should be noted though that the control board was bad and was replaced before sending back to customer. There was slight cosmetic damage observed. The unit was allowed to run in operating mode for 1 hour and did not shut down. There was only 1 error recorded at 3 hours. The complaint cannot be confirmed as the unit operated without shutting down. The unit is designed to shut down if the airflow around the unit is blocked. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the unit was restart when warm and the lamp ignited immediately. The unit will shut down if airflow around the unit is blocked or is pulling air in from another heat source. This is in the design to keep from overheating.